Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that, during an implant attempt, the helix of the lead could not be extended. The lead was tested on the table. The lead was not implanted, rather another lead was used. No patient complications were reported as a result of this event.